Manufacturer narrative:
Visual examination reveals that the device had been modified by a 3rd party as evidenced by a replacement handle screw which dod not match endoplus specifications. Visual examination revealed that the surface of the handled has been modified. In doing so, a 3rd party appears to have taken steps to prevent the catalog number from being removed but did not take steps to prevent the lot code from being removed. Because the lot code on the returned device has been removed, the exact manufacture date cannot be verified. Examination under magnification revealed that one jaw had been twisted off at the proximal end of the jaw. All pieces of the device were returned and are accounted for. The number of times the reusable device has been reprocessed is not available. The exact root cause of this failure mode cannot be determined. Corrective action was taken by endoplus in 2011 to address this particular failure mode and there have been no incidents of this failure mode recurring on jaws produced post corrective action. The jaw which broke on this 88-8333 was clearly manufactured prior to the implementation of 2011 corrective action.

Event description:
The jaws of a laparoscopic slidelock grasper broke off and fell into a female patient during a procedure. The physician was able to retrieve the broken jaw from the patient and an x-ray was performed to verify that no additional pieces remained in the patient. No patient injury has been reported and all pieces of the device have been accounted for by the manufacturer.